Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the er320 from a fdc79 kit, would not fire properly. It was claimed that the clips fell out of the applier. No further info was available. Another device was used to complete the case. There was no consequence to the pt.